Manufacturer narrative:
(B)(4). Medical devices continued: xience xpedition stents (3.5x8, 3.0x15)mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x8mm xience xpedition stent was successfully implanted in the distal left main (lm) coronary artery lesion and a 3.0x15mm, and 3.25x15mm xience xpedition stents were successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient expressed experiencing angina. On (B)(6) 2018, the patient experienced unstable and was hospitalized. A non-st elevated myocardial infarction (stemi) was diagnosed. Ischemia was evident by the diagnosed mi and a positive stress test. Medication was provided and a coronary artery bypass graft (CABG) was placed at the proximal left anterior descending (lad), target lesion. The event resolved without sequela. There was no additional information provided regarding this issue.